Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01160; 497-28-000, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - converted a hemi to a total hip female, unknown reason.